Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that this pt was admitted for a cholecystectomy. It was noted that the right ventricular lead had intermittent capture. Noise was being oversensed resulting in inhibition of therapy. An outer conductor coil fracture was suspected as bipolar configuration impedance measurements had increased to 1000 ohms. No adverse pt effects were noted. No additional info is available at this time. If additional info becomes available, this event will be updated. The type of surgical intervention performed, if any, is unk.